Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting of a liberty select cycler alarm that a fluid leak was observed when removing the cassette from the cycler. After attempts at troubleshooting technical support advised the patient to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that there were no complications experienced as a result of the alleged event. There was no medical intervention. No treatments reportedly missed. The cycler was replaced.

Manufacturer narrative:
Plant investigation: cycler was forwarded to production to be refurbished; performed visual inspection, system air leak test, simulated treatment performed and cycler passed function tests. There was no evidence of a fluid leak/intrusion. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."

Manufacturer narrative:
Correction: serial number the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
"."

Manufacturer narrative:
Correction: serial number the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
"."